Event description:
During a coronary artery drug eluting stenting treatment procedure, the stent delivery balloon was difficult to remove from the pt. The physician was treating a tortuous, de novo lesion in the circumflex artery (cx). He predialted the lesion and then placed a taxus express2 drug eluting stent. The delivery balloon was inflated to 16 atms and the physician reported no difficulty in deflation of the balloon, however, reported difficulty in balloon withdrawal from the pt. No complications were reported and the pt is currently in stable condition.